Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer found insulin in the pump. Customer uses pre-filled reservoirs from the pharmacy. Customer's blood glucose was 8.2 mmol/l. Customer changed the infusion set and filled manually. Customer stated that the insulin came out. When the customer inserted the reservoir in the pump again, the drops did not come out and insulin was found in the pump. Customer was advised that the reservoirs will be replaced.